Manufacturer narrative:
The device retuned to manufacturer and the date returned to manufacturer was left blank in error in the additional report 1, which have been added in this report.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the ipg was unable to communicate with the external devices. Troubleshooting was unable to resolve the issue. The patient underwent an unrelated surgical procedure on (B)(6) 2019 and the ipg was not placed into surgery mode. As a result, surgical intervention may be pending to address this issue.